Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the patient's surgeon, the patient experienced wound breakdown and an mrsa infection at wound site surrounding implant. Subsequently the patient was hospitalized (date and duration not reported) and treatment was provided however the issue could not be resolved. The device was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is filed on january 14, 2019. (B)(4).